Event description:
Boston scientific crm received information that this patient has been scheduled for a lead revision procedure due to unstable rv shock impedance measurements. The patient had been admitted to the hospital due to reported beeping tones from the device. During the follow-up, the rv shock impedance exhibited impedance variations from 40 to < 20 ohm impedance measurement. All the other measurements are stable and in normal. An x-ray did not identify any lead damage. No adverse effects reported. The patient has been hospitalized and a lead revision procedure will be performed.

Manufacturer narrative:
Not returned. Event conclusion: technical services recommended that the physician should not perform shock tests on the lead when the impedance measurement is < 20 ohm, as this may damage the high voltage components in the device. Technical services discussed that a low impedance may be caused by a defective lead (clavicle-1st rib crush) or a device issue (forces on the header-can connection). Since the x-ray is normal, touching coils can be excluded. Technical services asked if the device was implanted submuscular and if the serial number is faced downward. Technical services was informed that the device is implanted subcutaneously. If the lead is found intact, technical services suggested pacing rv tip to rv proximal coil. Compare the pacing threshold/impedance measurements with rv tip-to-distal proximal coil configuration. The physician should try several lits (impedance measurements) tests with the device while moving the lead in the pocket. Boston scientific crm received information that the physician has elected to perform the revision procedure in one week. The patient was presented to the ep lab and the physician disconnected the rv lead from the device and executed threshold testing and pacing impedance testing between the rv tip and distal and proximal coil. Similar thresholds and impedance (1000 ohms) were obtained. Moving and stressing the rv lead while measuring did not result in significantly different impedance measurements. After reconnecting the rv lead to the device, the shock impedance was again variable from 40 to 20 ohms. The physician elected to replace the device. A replacement model # h235 device was connected and the shock impedance was stable at 45 ohms. The impedance measurements remained stable even while the device was manipulated in the pocket. The chronic device will be returned for analysis. The chronic implantable transvenous rv defibrillation lead remains in-service. Additionally, the physician attempted to reposition the lv lead to reduce the chronic high lv pacing thresholds.